Event description:
It was reported that during a cross ligament reconstruction surgery, when surgeon twisted in the screw, the screw broke. All pieces were removed.

Manufacturer narrative:
One 72201772 7x25mm biosure ha screw returned. The procedure was a cross ligament reconstruction surgery. The complaint stated: ¿when surgeon twisted in the screw, the screw broke¿. The product is five years old. This implant was received in used and quite damaged condition. Dimensional inspection verifies that this is a 7mm product. There is approximately 4.0mm of distal length missing from the implant. It was not returned. The head is damaged and the threads are flattened and rolled in places. They are also very chewed up from contact with the guide wire. This indicates that continued twisting occurred after the screw bound up. It is not known whether a starter was used. No root cause associated with the manufacture of this device could be supported.